Event description:
A customer reported experiencing a power source alert 07 while using the tandem charging cable and wall adapter, and the pump did not begin charging after being plugged into a working outlet for 30 minutes. There was no adverse impact on the customer's blood glucose level. Despite attempts to resolve the issue using different wall adapters and charging cables, the problem persisted. Technical support decided to replace the pump, confirmed it was under warranty, and shipped a replacement. The customer was informed on how to put the pump into storage mode and instructed to return the defective pump with a pre-paid label within 10 days.